Event description:
It was reported that prior to start of a da vinci-assisted inguinal hernia - bilateral surgical procedure, the mega suturecut needle driver instrument end broke off. The procedure was completed with no reported injury. The mega suturecut needle driver instrument is designed to grab and manipulate needles to enable suturing during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the broken grip tips to be related to the customer reported complaint. The mega suturecut needle driver instrument was found to have a broken grip at the grip base, above the blades. A piece of approximately 0.12" x 0.22" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of the broken instrument grips -tips is typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. No image or video was available for review. A review of the instrument logs for the mega suturecut needle driver (part number 471309-15/lot number k13210921 0097) associated with this event has been performed. Per the review, the mega suturecut needle driver instrument was last used in a procedure on (B)(6) 2022 on system sk1447. The alleged instrument had 4 uses remaining after the last procedural use. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.